Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufp1767 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported statlock partially released from the adhesive base.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufp1767 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported statlock partially released from the adhesive base.